Event description:
The defibrillator is set up for physio-control protocol # 10 in the AED mode. This delivers 200j for the 1st shock the 300j for the 2nd and then 360j for the 3rd. On the run in question the defibrillator only delivered 200j on all 7 shock's that were delivered.